Event description:
It was reported that the patient presented at the hospital experiencing discomfort and pain at the device pocket. The physician elected to explant the pacemaker system and replace with leadless pacemakers. The patient was stable.